Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The rn called reporting that the cardiosave intra-aortic balloon pump (iabp) had an ¿iabp may require maintenance¿ message and then after rebooting the system it had a code 14 no trigger power up failure. Cardiosave instructions for use guidelines were reviewed with the rn. It was reported that there was no patient harm as it had not affected the cardiosave performance or therapy.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) arrived onsite and verifed power up fault code # 14 (prior compressor failure etf) upon boot up.drive regulators calibrated and compressor performance testing was performed.complete pm performed with full calibration, functional testing and electrical safety checks to factory specifcations.

Event description:
N/a.